Manufacturer narrative:
.

Event description:
During a procedure to extract a non-functioning cardiac lead from the right ventricle using a glidelight laser catheter. A drop in the patients' blood pressure was identified and the cardiac surgeon performed a right thoracotomy to repair an injury at the innominate svc junction. The patient survived the procedure and was placed on life support. On (B)(6) 2016, the family chose to remove life support and the patient expired.

Manufacturer narrative:
Updated to include device and patient codes.